Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the mean airway pressure (map) of 3100a ventilator is fluctuating while on patient use. At this time, there was no information regarding patient harm and intervention.